Event description:
It was reported that the device had an unexpected longevity due to high left ventricular (lv) lead outputs. It was also reported that the lv lead had high thresholds. The device was explanted and replaced. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) biv ICD implanted: 2011 (B)(6); 5076-58 lead implanted 2011 (B)(6). (B)(4).